Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (6.0 mg/ml at 6.4886 mg/day), bupivacaine (30.0 mg/ml at 32.443 mg/day) and baclofen (400.0 mcg/ml at 432.57 mcg/day) via an implantable infusion pump. It was reported that the patient had increased pain and the pump was alarming. It was that the patient had missed a scheduled refill appointment. The pump was interrogated and found that both the low and empty pump reservoir alarms were activated; the pump was refilled on (B)(6) 2019. The issue resolved without sequelae. No further complications have been reported as a result of this event.